Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted .this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a clot was noted to be formed in the tibioperoneal (tp) trunk. When the clot was removed it was reported that a sealant of a 6f-7f mynx control vascular closure was found inside of the clot. Manual pressure was applied for 5 mins following closure .there was no reported patient injury and patient recovered after the event. Patient reported leg pain after placement of a subclavian stent. The vessel diameter was verified to be greater than 5 mm in diameter. The stick location was the right common femoral. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no compression devices or compression dressings used. The patient was 4hrs on bedrest follow the procedure. The deployer was mynx trained. The patient did not have any previous medical history of clots, blood-clotting disorders, heart failure, obesity, cancer, or any other diseases that may have increased the patient¿s risk of forming clots. The patient was not a smoker. The device will not be returned for evaluation.

Event description:
As reported, a clot was noted to be formed in the tibioperoneal (tp) trunk. When the clot was removed it was reported that a sealant of a 6f-7f mynx control vascular closure was found inside of the clot. Manual pressure was applied for 5 minutes following the closure .there was no reported patient injury and patient recovered after the event. The patient reported leg pain after placement of a subclavian stent. The vessel diameter was verified to be greater than 5 mm in diameter. The stick location was the right common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There were no compression devices or compression dressings used. The patient was 4 hours on bedrest following the procedure. The deployer was mynx trained. The patient was not a smoker. Pictures received for analysis of what was aspirated from the right lower leg of the patient. The attached photo shows sponge like material with blood on it. In addition ,there appears to be a blood clot at the end of it. Without the return of the material the composition can not be determined. The device will not be returned for evaluation.

Manufacturer narrative:
Pending picture analysis for review. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a clot was noted to be formed in the tibioperoneal (tp) trunk. When the clot was removed it was reported that a sealant of a 6f-7f mynx control vascular closure was found inside of the clot. Manual pressure was applied for 5 minutes following the closure .there was no reported patient injury and patient recovered after the event. The patient reported leg pain after placement of a subclavian stent. The vessel diameter was verified to be greater than 5 mm in diameter. The stick location was the right common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There were no compression devices or compression dressings used. The patient was 4 hours on bedrest following the procedure. The deployer was mynx trained. The patient was not a smoker. Pictures received for analysis of what was aspirated from the right lower leg of the patient. The mynx control vascular closure device 6f/7f involved in the reported complaint was not returned for evaluation. However, a picture was provided. Review of the picture shows the sealant and small pieces which appear to be sealant but cannot be verified without looking at it physically. There appears to be a blood clot at the end of the biggest piece. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿sealant inaccurate placement (intravascular)¿ and ¿thrombosis¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Without the return of the material removed, the composition could not be confirmed. According to the instructions for use (IFU), which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported, a clot was noted to be formed in the tibioperoneal (tp) trunk. When the clot was removed it was reported that a sealant of a 6f-7f mynx control vascular closure device was found inside of the clot. Manual pressure was applied for 5 minutes following the closure .there was no reported patient injury and the patient recovered after the event. The patient reported leg pain after placement of a subclavian stent. The vessel diameter was verified to be greater than 5 mm in diameter. The stick location was the right common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There were no compression devices or compression dressings used. The patient was on bed rest for 4 hours following the procedure. The deployer was mynx trained. The patient was not a smoker. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿ sealant inaccurate placement (intravascular)¿ and ¿thrombosis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture. The IFU also instructs that during positioning of the balloon: grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. During deployment: while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Thrombus formation is a natural process that is activated by the bodies hemostatic process in an uninjured or slightly injured vessel and does not represent a device malfunction. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.